Manufacturer narrative:
Batch review performed on 27-nov-2019. Lot 02291s: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2020-04-21. No anomalies found related to the problem. Clinical evaluation: in spinal lumbar fusion surgery aided by patient specific guides, one of the screws is found to be in a position judged incorrect by the surgeon. No device-related problem is expected to have caused this situation. Patient match planning review: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. Other devices involved in the event. Pedicle screw 03.52.323 enh. Poly-axial pedicle screw - cannulated 6x40mm lot. 1921244 (k141988). Batch review performed on 27-nov-2019. Lot 1921244: (B)(4) items manufactured and released on 12-aug-2019. Expiration date: 15.07.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Pedicle screw 03.52.323 enh. Poly-axial pedicle screw - cannulated 6x40mm lot. 1921988 (k141988). Batch review performed on 27-nov-2019. Lot 1921988: (B)(4) items manufactured and released on 30-aug-2019. Expiration date: 18.08.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to back pain. The trajectory of the pedicle screw in l5 right was not correct and the tip protruded out of the pedicle, it was repositioned the same screw. Case code: (B)(6).